Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: open colectomy procedure involving the bowel. Surgeon said staple misfired when deployed over an existing staple line when doing the anastomosis. When deployed the blade would not cut staple line and the anvil was "bowing" from the side of the reusable handle. The current status of the patient is fine.